Event description:
.

Manufacturer narrative:
(B)(4). (Cartridge c): other # = g5z988 (batch #); exp date = 04/25/2015 MFR date (cartridge c): 05/25/2010. Additional information: please specify what is meant the staple line did not form correctly. Were the staples malformed? Or did the device fire an incomplete staple line? The staple formed irregular shape. On which firing(s) did this event occur (1st, 2nd, 3rd., etc)? 1st firing. What color cartridge (white/blue/green) was used? Green cartridges. Was buttressing material utilized? No. Were any difficulties encountered when closing on the tissue? No. Was the instrument fired across or near an existing staple line or clip? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. What were the quality and/or thickness of the tissue in the area where the device was fired? (Friable, thin, regular, thick, etc.)? Thick tissue. Was a leak test completed?is a pathology specimen and/or report available? Unknown. What were the patients pre-op diagnosis and/or pre-existing conditions that could have impacted the patients health/surgical outcome? No. Where was the location of the malformed staples, on the ends or in the middle of the staple line? On the ends of the staple line. Where the staple legs unformed or did they have irregular shapes? The staples have irregular shapes. The analysis results showed that three reloads arrived in good visual condition and fully fired. No functional test could be performed. Event could not be confirmed as no instrument was received for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a vats procedure, after the firing, the surgeon found that the staple line didn't form completely. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.